Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate gauge was inaccurate and the cartridge was not detected while loading it. There was no reported impact to customer's blood glucose. Upon follow up, customer reported to have completed the load process and insulin delivery was resumed.